Event description:
Customer reported an occlusion issue but declined troubleshooting at that time. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.